Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for a couple months the patient has not been getting therapeutic relief from their therapy. The patient requested when they originally set it up that they were having pain shooting down into their legs and feet and they did not want to feel the stimulation so they adjusted that. When the patient sneezes or coughs it feels like they are being shocked. Patient has tried increasing intensity levels and changing groups but that did not resolve the issue. Patient reached out to their medtronic representative to see if they could get their settings adjusted but they have not been able to get in touch with the representative. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.